Event description:
It was reported that the pt used a motorized shopping cart. The pt was "sitting right on top of the cart battery" and received painful jolts. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).